Manufacturer narrative:
The patient's date of birth was asked, but was not provided by the customer. However, the patient's age was provided. Weight, race, and ethnicity: this information was asked, but was not provided by the customer. The customer did not clarify in what tooth location this implant was placed. If/when this information is provided by the customer, it will be reported in a supplemental report. The device has been returned. Once the investigation is complete a supplemental report will be submitted. This is the 3rd of 4 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants: 3011649314-2020-00578, 3011649314-2020-00579, and 3011649314-2020-00586.

Event description:
It was reported that a hahn tapered implant failed. The implant was placed on (B)(6) 2020 at an unknown tooth location. The patient returned on (B)(6) 2020 complaining of pain. After examination, the doctor noted that the implant had failed to osseointegrate. The doctor also noted that the implant was placed in a previously grafted site, and that there was general bone loss. It was at that time that the implant was removed. The patient's current condition is reported to be satisfactory. The patient has type iii bone quality, and has a history of hypertension and hypothyroid. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the implant was returned, but not in original package. The part was verified to be an inclusive tapered implant 3.7 mm x 10 mm x 3.5 mm (70-1070-imp0006) using radiographic template. The implant thread and internal feature were intact. There was no defect or non-conformity observed. Bone debris and blood clot was observed from the implant. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Root cause: per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor. "Failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the failure osseointegration. IFU 30223579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." In addition, the IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.